Manufacturer narrative:
The customer's reported complaint description of the patient receiving a pad burn is confirmed based on the photo provided by the user facility. As the device was not returned for evaluation, definitive root cause of the burn could not be determined. The rita radiofrequency ablation system consists of a model 1500x rf generator, single use rfa ablation device, and dispersive pads. There was no report of issues or complications with the 1500x radiofrequency ablation system during the procedure. The pad burn was noted on right leg post procedure when pads were removed from the patient after a successful procedure. No ointment applied to burn and no surgical intervention was required. The patient did not suffer any lasting harm or injury due to event. Pad burns and preventing pad burns are well documented in the instructions for use for this device. As no sample was returned for evaluation, a definitive root cause could not be determined. The reported event does not appear to be the result of a manufacturing or design issue. The pad supplier has been made aware of this complaint. No further correction is required.

Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up info will be sent via a follow up medwatch. Complaint #: (B)(4).

Event description:
As reported on (B)(6) 2015 via international distributor, "on (B)(6) 2015 the doctor did the liver rfa to the patient. After the procedure, the patient complained of the pain when the staff peeled off the ground pads. The ground pads were disposed. After days passed, red area seemed on right leg of the patient where the pads attached. It seemed the burn. The patient has been under the treatment of the dermatology after the liver rfa. On (B)(6) 2015 the doctor used same generator ((B)(4)) as (B)(6) to the other patient for liver rfa, the procedure was completed. No problem. On (B)(6) 2015 international distributor made a correction to initial statement that the same generator was used in this case as the one from (B)(6) 2015, same generator was not used. The patient status now is patient is being treated for burn. No other harm or injury was observed or reported on this patient.